Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the second inflation below the rated burst pressure, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. The ere were no patient injury reported and patient is in good condition.